Event description:
It was reported that the patient's smartphone (mtx) would not power on and smoke was emitted when attempting to plug in the phone. The smartphone was replaced. No adverse consequences were reported.